Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a moisture damage on the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.